Event description:
It was reported that the patient had bowel obstruction. The leads were explanted due to cecal volvulus. The implantable neurostimulator (ins) was removed with no product issue noted. Cause, patient outcome, and device issues were unknown. Follow up is being conducted to obtain this information. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).